Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Slow deflation was confirmed. Difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally, it was reported that the device was withdrawn from the anatomy with resistance. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician that if during withdrawal of the catheter post-deployment resistance is encountered; re-inflate the balloon to nominal pressure and re-deflate by pulling negative for 30 seconds. In this case, the reported IFU deviation did not cause or contribute to the complaint. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a lesion in the mildly calcified and tortuous left anterior descending (lad) artery, pre-dilatation was performed using an unspecified trek dilatation catheter. The 4.0 x 38 mm xience prime was advanced to the target site without difficulty and the stent was deployed. During removal of the stent delivery system, resistance was felt; however, the device was able to be removed without further intervention. Upon removal of the device, it was noted that the balloon appeared as if it did not fully deflate. No difficulties were met during deflation of the device and it was felt that the balloon had fully deflated. Post-dilatation was performed as routine procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.